Event description:
The crack was found during drawing up of medication and saline solution. The barrels cracked and solution splattered out of the barrel.

Event description:
The barrel of the syringe is cracked. Fluid leaked/ squirted when the plunger rod was pushed.